Event description:
Healthcare provider (hcp) was able to aspirate the reservoir, but unable to fill it. The 40ml pump could be refill up to 30 ml and then it would not let him get the remaining 10 ml in the pump reservoir. Expected reservoir volume (erv) was 3ml and the actual reservoir volume (arv) was 8ml. There was no therapy or medical problem; cause of the event was not known. Drug delivered via the pump was hydromorphone (dilaudid) and clonidine. 2011-12-20 (lfc): cause of event - unknown.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6)-2011, explanted: unk.